Event description:
During a laparoscopic assited vaginal hysterectomy, staples only formed on uterine side of cut line, vascular side had to be clipped. Add'l reloads did not fire/staple to the surgeon's satisfaction, so has included them for return along with both staplers used in the case. Some clips also being returned (but not applier). No pt consequence.